Event description:
It was reported that the patient presented in the emergency room with complaints of nausea. The patient was experiencing a vt that was not treated by the device due to the rate falling into the vt monitor zone. The device was functioning as programmed. The patient was externally cardioverted and was in stable condition. Programming changes were recommended. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.